Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program (esp), that during use of sensation plus 50cc balloon catheter there was fiber optic sensor failure and a clotted inner lumen. The balloon catheter insertion was axillary. A disclaimer was provided by esp personnel that axillary insertion is not recommended. To resolve the reported issue, esp personnel recommended using a different ap source, such as a radial arterial line. The caller stated that the physician planned to remove the iab catheter. No harm or injury was reported.